Event description:
While attempting to defibrillate a patient (age & gender unknown) the device displayed a "check pads" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired.